Manufacturer narrative:
Investigation included device replacement logistics review and user guidance to shut down the device, with data synchronization to the mobile app prior to return. Investigation of this case revealed a screen visibility malfunction isolated to the device display without impact to measured glucose values. It was concluded that the event was a device display malfunction, and the patient should complete standard startup on the replacement device because data do not transfer between devices.

Event description:
It was reported that the ilet display was only partially readable, rendering the screen half visible while blood glucose remained stable, and a replacement device was arranged. Symptoms included no reported clinical effects. Outcomes included no interruption to insulin therapy guidance, continued cgm use, and no alerts or alarms impacting use.